Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014, inratio: 2.4, lab: 5.0-5.9. Patient self tester was not certain of exact result. Time between tests was an hour; therapeutic range 2.5-3.5. Patient self tester went to the ER today because hsi eye was very red. At the ER he was told he had a broken blood vessel and so they tested the patient's inr. Based on the lab result, the ER suggested that the patient not take his medication that evening and they felt the broken blood vessel was due to an elevated inr. He was not admitted to the hospital.